Event description:
A malfunction on a pump was reported by the customer. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so it remained within a safe range. Technical support provided information on resetting the pump and assisted the customer with the reset process, although the customer needed to obtain a charging cable and was to call back to complete the reset. The case remained open pending this follow-up.